Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-mar-2016, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-05, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and head/brain injury. The hcp reported that over the last 2-3 refills, the patient has required increases in their dosing. The hcp reported the patient was currently stable, but had an x-ray performed. The catheter was originally implanted at c6, but the x-ray showed it was now at t2. The hcp confirmed that the patient has had a recent growth spurt. The hcp reported they attempted a catheter access port (cap) aspiration and was unable to get any drug or cerebrospinal fluid (csf) back. The hcp disconnected to discuss with a manufacturer representative (rep). The hcp was contacted again and stated that after talking with the rep, they were scheduling a replacement. The hcp did not provide any further information.